Manufacturer narrative:
One device was returned for repair with complaint of cassette sensor defective. This device has not been in for service in the review period. Result found in event history log multiple high alarms displayed: cassette not attached properly. The reported problem was not duplicated but was found in event history log. The probable cause was from intermittent downstream occlusion sensor. Replaced the downstream occlusion sensor to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repairs.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported. "Cassette sensor defective." There was no patient involvement.